Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and two linear openings. A microscopic analysis and leak test were performed which identified two sharp openings. A dimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.